Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. It was reported that during a cardiac ablation procedure, when the catheter was placed inside the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, negative pressure was applied using a syringe to remove air bubbles inside, but air flowed back from the hemostatic valve and it was not clear whether the inside of the sheath was closed. Even if the hemostatic valve part was suppressed, a gap was created, so the situation did not change. It was also reported that a few drops of blood leaked through the hemostatic valve. No intervention was required. Patient¿s hemodynamics was not compromised. No visual damage to the hemostatic valve was noted. The sheath was replaced, and the issue resolved. The procedure was successfully completed. Device evaluation details: device appears in normal condition. Then, distal sheath end was closed off with an adapter, proximal end was connected to pressure gage and a syringe was connected to the gage. After that, a negative pressure was applied there were no air leak or bubbles. Then, the test was repeated with positive pressure and no air leak or bubbles were detected. A device history record evaluation was performed for the finished device 00001461 number, and no internal action was found during the review. No malfunctions were observed on the device during the product analysis. The root cause of the adverse event remains unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a cardiac ablation procedure, when the catheter was placed inside the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, negative pressure was applied using a syringe to remove air bubbles inside, but air flowed back from the hemostatic valve and it was not clear whether the inside of the sheath was closed. Even if the hemostatic valve part was suppressed, a gap was created, so the situation did not change. It was also reported that a few drops of blood leaked through the hemostatic valve. No intervention was required. Patient¿s hemodynamics was not compromised. No visual damage to the hemostatic valve was noted. The sheath was replaced, and the issue resolved. The procedure was successfully completed. Although no damage/detachment of the hemostatic valve was noticed by the user, this event is being conservatively coded as ¿hemostatic valve-separation¿ since it is most likely the backflow blood occurred due to a malfunctioning/dislodged valve. Since no interventions nor hemodynamic disruption occurred, this won¿t be considered a patient event. Hemostatic valve dislodgement is MDR-reportable.

Manufacturer narrative:
On (B)(6)2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).